Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports. Initial qa inspection of the air dermatome by zimmer biomet (B)(4) on (B)(6) 2018 revealed that the device did not have any previous repair history. The device will be sent to the repair center for service and annual calibration. Prior to repair, the device operated within motor speed specifications but was outside calibration and side to side specifications. Repair of the air dermatome was performed by zimmer biomet (B)(4) on (B)(6) 2018 which included replacement of the motor, motor sleeve, ball bearing, o-ring, spring seal, external e-ring and reciprocating arm. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since prior to repair by zimmer biomet (B)(6) it was noted that the device was outside calibration and side to side specifications. The root cause of the reported event was due to the device being outside calibration and side to side specifications. If the device is not calibrated it may not produce the desired thickness graft when used. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported by two plastic surgeons that the dermatome was not working properly and the skin coming up was very thin when they adjusted the equipment. No adverse events were reported as a result of this malfunction.